Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure that physician that the lead was unable to pass the tricuspid valve. A replacement lead was requested to complete the implant. The patient was asymptomatic before, during and after the procedure.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found no anomalies. Electrical tests did not find any indication of conductor fractures or internal shorts.